Manufacturer narrative:
Philips identified a software defect in iscv system where the user was experiencing error 500 while opening multiple studies. The device was in clinical use at the time of the event. No adverse events or patient harm were reported in the associated complaint (B)(4). Although no adverse events or patient harm were reported in the associated complaint, this malfunction has been determined to be reportable. Under specific circumstances, it could potentially lead to delayed diagnosis or misdiagnosis. Given the defect¿s nature and its potential impact on clinical decision-making if it were to recur, philips has determined that this constitutes a reportable malfunction. Note: the evaluation method FDA c-code has been updated in this emdr (B)(4).

Event description:
Philips identified a software defect in iscv system where the user is experiencing error 500 while opening multiple studies. No adverse events or patient harm were reported in the associated complaint (B)(4). Philips is currently updating the risk management matrix for the iscv product. Until this update is complete, and in an abundance of caution, philips is submitting a regulatory report for all iscv (intellispace cardiovascular) product malfunctions alleged in complaint investigations relating to data availability until the update of the risk management matrix is completed.